Event description:
Needs logic & display board/motor stall, mechanism assembly- stiction, case rear- corrosion, ail sensor assembly- corrosion, door assembly- hinge damage, display board- failure, iui- corrosion, motor control board- encoder failure. There was no patient involvement. 05/15/2018 08:24:37 (B)(6). Po for $230 approved by (B)(6). Shipping & billing addresses confirmed. Npi. 05/24/2018 12:34:35 (B)(6). Est - mnr to mjr. 06/06/2018 10:40:23 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6) for $365. No change to the po#. 06/12/2018 12:22:30 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for issues related to the reported complaint. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).